Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped and replaced due to suspected fracture. Review of data shows non-sustained lead noise episodes were detected. The patient condition was good after the procedure.